Event description:
It was reported via phone conversation that in the operating room when removing the swg from the pt, the swg began to unravel. The clinician was able to remove the swg in its entirety by hand and without medical intervention. A new swg was used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).